Event description:
Caller reported encountering multiple occlusion alarms. Blood glucose levels were displayed as "high," specific value was not provided. To address high blood glucose, customer administered a correction injection and independently changed both the infusion set and cartridge before resuming insulin therapy.